Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator experienced high venous pressures alarms. Treatment was terminated without rinseback, as the blood in the cartridge circuit was determined to have clotted, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to insufficient heparinization. The facility informed nxstage that the patient's heparin dose had been decreased (for non-dialysis related reasons) at the time of the event, and that the cause of the patient's blood clotting in the cartridge was due to the decreased heparin dose. The patient's heparin dose has since been increased. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.